Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, over infused, ran faster than expected. Additional information from the reporter indicated the reported over infusion was within the plus or minus 6 percent variance, based on the information provided. Total volume: 110 ml, rate 46 ml.24 hours. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).